Manufacturer narrative:
No discrepancies were noted in the finished goods device history record for the complaint lot. There were no samples in stock from the complaint lot number. A sample was unavailable for analyses and there were no samples in stock from the complaint lot number. However, a photograph was provided. The photograph showed the yellow catheter laying separated from the yellow hub. It shows the catheter separated approximately where it joins the hub. No additional information regarding the root cause of the complaint could be determined based on the photograph provided. The actual root cause of the device breaking could not be determined based on the photograph provided. The actual root cause of the device breaking could not be determined based on the photograph alone. A full test was performed on samples from the complaint lot to ensure that the force required to pull the unit apart was within specification. The results were within specification. Pressure and dimensional tests were also performed and were within specifications. No other similar complaints for this products have been received by argon medical devices, inc.

Event description:
Approximately 4 hours after surgery, waveform flattened with no bp readings. When arterial line was removed, only the hub came out. The actual catheter was retained in the patient's wrist. Patient was taken back to surgery on (B)(6) 2015 for removal of the retained portion of the arterial line.